Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system displayed mid:14 (bg power supply) error message was confirmed during review of event log file but not during initial functional testing. The possible root cause for mid:14 error was the heavily clogged air filter due to improper maintenance, causing the system to overheat resulting in console shutdown. Functional testing was performed and passed with no issue or faults observed. A visual inspection was performed and cover of prime switch, screws at top lid hinges and basket hex coil were observed missing and pump lid, white rollers, bumpers, drip tray gasket and cold well cap were worn out or damaged, unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in november 2008 and is almost 11 years old, well beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. Event log shows mid:14 errors, confirming the reported complaint. In addition, further review of the archive data showed tcmid:06 (ce post failure) error message, unrelated to the reported complaint occurred around the reported event date. The error was caused by the clogged air filter. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During setup, the thermogard console displayed mid:14 (bg power supply) error message upon power-up. No patient involvement. No additional information was provided.